Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found that they could not duplicate the issue. Pendant was responsive on all buttons. Performed system checkout, o-arm is operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the buttons on the pendant are not responding. Additionally, the site would like a quote for broken covers. No patient present.